Manufacturer narrative:
A3: patient gender was entered. A1; a2; a4: patient ID, age, and weight were requested, but not made available. Case number was used as patient ID. H6: code c20: review of device manufacturing history confirmed device met pre-release specifications. D8/d9: device was returned to manufacturer and results are pending completion of investigation.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c20: review of device manufacturing history is currently in review. Results pending completion. H6 - code c20: as of today, the delivery catheter has not been returned. The endoprosthesis was implanted with no issues. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient presented for an arteriovenous access revision. As reported, the treatment was in the patient's left upper arm. An 8fr x 10cm britetip sheath was used to advance the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). The viabahn device reached the intended treatment area and was deployed fine. As the delivery catheter was withdrawn, the distal tip caught on the edge of the sheath. It was reported the distal tip came off. The physician was able to retrieve the distal tip along with the sheath removal. The patient did not experience any adverse consequences.

Manufacturer narrative:
Engineering evaluation: evaluation of the returned device indicates that the distal shaft is separated from the transition, with multiple kinks. The transition is bonded to the dual lumen, indicating that the dual lumen/transition/distal shaft bond was performed during manufacturing. The reported failure mode of separation of the distal tip is consistent with the findings of the separation of the distal shaft from the transition, as the entire distal region, including the tip, did separate from the catheter. However, the distal tip itself remains bonded to the distal shaft. The root cause of the reported failure mode is consistent with reported event details during the procedure of the distal tip becoming caught on the introducer sheath. The increased force required to remove the catheter after the distal tip became caught is the likely root cause of the separation of the transition bond. The viabahn® device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the following is applicable: ¿while maintaining the position of the guidewire across the treated lesion, carefully withdraw the delivery catheter through the lumen of the endoprosthesis and remove it via the introducer sheath. Moderate resistance may be felt when the distal tip is withdrawn through the introducer sheath. Note: if, during catheter removal, the tip catches on the leading edge of the endoprosthesis or introducer sheath, a slight ¿back and forth¿ motion of the catheter or repositioning of the sheath may aid in release. Excessive or abrupt force during catheter removal may damage the endoprosthesis, delivery catheter, or introducer sheath.¿